Event description:
On (B)(6) 2014, at approximately 1100, the prismaflex pump #2 had a "general system malfunction" alarm. The pump shut down automatically and the only option to return blood would be to do so automatically using the crank. Staff were too concerned about clot formation and therefore chose not to return the blood. On (B)(6) 2014, at 0600, patient received one unit of prbc's. This pump was removed from service on (B)(6) 2014 and evaluated in clinical engineering department. Pump #2 was returned for clinical use on (B)(6) 2014. Specific findings of evaluation unknown. Prismaflex pump #2; sn (B)(4); staff report that the prismaflex m150 set is not loading properly requiring staff to re-load multiple times. When still unsuccessful, staff will obtain a new filter set and try again. It appears that the tubing is not loading all the way back on the lower right pump. This has been examined by clinical engineering multiple times without an error message appearing. It was suggested that if staff nudge the filter set down and to the right by holding onto the vertical filter, that this may improve the ability of the lower right side pump to seat the tubing correctly on the pump heads.